Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. The reported white foreign matter was observed on the catheter handle. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of foreign material present in device is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency and supporting evidence that came to this conclusion. Boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains/marks in the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality. A nonconforming events and prevention (ncep) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that, that during the farawave procedure for atrial fibrillation, when opening the packaging of the farawave nav catheter there was some white dirt noticed on the catheter. It was possible to wipe it off, but still it was decided to change since it could be that sterility was broken. The catheter did not enter the patients body. No patient complications occurred. The device was received for analysis.

Event description:
It was reported that, that during the farawave procedure for atrial fibrillation, when opening the packaging of the farawave nav catheter there was some white dirt noticed on the catheter. It was possible to wipe it off, but still it was decided to change since it could be that sterility was broken. The catheter did not enter the patients body. No patient complications occurred. The device was received and investigation is still in progress.